Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, and functional testing were performed. The f-94 alarm was not identified during device evaluation, however the batteries were found to be out of specification which is in the same group as 94, therefore the reported problem will be captured as a battery issue. The cause of the battery condition was determined to be defective/inoperative main battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-94 (configuration option settings checksum is not 0) alarm. This event occurred before use. There was no patient involvement. No additional information is available.